Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to erosion. Additional information was received indicating that there was no systemic infection although the area was still red and tender. There were no additional adverse effects reported. The product was explanted.